Event description:
The procedure was uneventful and was proceeding along without any complications or problems. On insertion the catheter advanced without resistance or difficulty. At the appropriate time the sherlock appeared, advanced and had started to make the turn downward towards the svc. The nurse then cracked and peeled the introducer so she could advance the catheter to the predetermined length. At this time, she noted that the catheter was buckling at the skin and would not advance the last 4-5 cm. She decided to change over to a 5fr since it was stiffer and might advance better. She now removed the sherlock wire from the PICC withdrew the catheter part way leaving 20cm of catheter remaining. Advanced the guidewire into the lumen of the catheter and removed the catheter over the wire. Now, the wire was only in the pt holding her place in the vein. Looking down she noticed something next to the wire in the pt's insertion site. Nurse thought it was hair, picked up the piece and found it to be a length of wire that looked like the sherlock wire. Nurse removed all the wires and did not insert the 5fr catheter as planned. On examining the approx 4 cm piece of wire she explained that the "chip" was attached to the end of wire. She also stated that the "chip" was still attached to the first wire she removed from the original catheter. The pt was not harmed and all the components were saved. The inserting nurse explained the steps of her procedure and all were within the standard.

Manufacturer narrative:
The complaint was confirmed. Two sections of a tls stylet were returned for evaluation. There was a break in the stylet approx 2.1 inches from the distal tip of the stylet. At the proximal end of the distal stylet segment, a magnet was protruding 0.007" from the polyimide tubing. The length of the magnet was 0.06 inches in length. The sides of the magnet were enclosed in blue shrink tubing. Approx two thirds of the surface at the proximal end of the magnet was covered by the blue shrink tubing. At the distal end of the proximal stylet segment, a 0.03 inch segment of a magnet was found distal to the tip of the core wire. The distal end of the magnet was recessed 0.036 inches within the end of the polyimide tube. The exposed ends of the magnet appear to be fractured. The adjoining ends of the polyimide tubing do not exhibit the same contour and surface characteristics. The exact mechanism of damage is unk. The product IFU warns, "ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of pt injury." A chr of lot # reti1012 showed no other similar product complaint(s) from this lot number.